Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Lung. At what location on the tissue? Right upper lobe. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown, could possibly ask the surgeon. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. What color cartridge was being used? Green I think. What other color cartridges were used before and after this event? Nil used. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unaware of any. Could possibly as surgeon. Opening - no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unaware of any. Could possibly as surgeon. Was there any difficulty removing the device from the tissue? Unaware of any. Could possibly as surgeon. Was the device stuck on tissue and if so how was the device removed? As it was the first firing though a large incision, the device was removed with jaws closed. Is there any other additional information you would like to share about this device or procedure? We tried to manually unlock device but was unsuccessful.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with one ecr60g cartridge reload present. The reload was received fully fired. The knife was not fully retracted, thus the device would not open. The manual override door was out of position but the device had not been bailed out. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a right upper lobectomy procedure the doctor could not open the device after firing. They replaced the stapler and continued successfully. No patient consequences reported. Procedure was completed with same like device.